Manufacturer narrative:
D.9 the device return date for evaluation is unknown. The investigation has been completed. The console logs from the reported day of event were not available. The console was inspected by japan field service but no source of smoke or burning could be identified. The console inspection revealed a misaligned ribbon cable between kbd assembly and the 4-in-1, but no relation to any burning/smoke could be established. Liquid crystal display module and power battery manager pca have been replaced as a precaution. No further troubleshooting was performed. The console was tested and confirmed to operate within specification. The cause of the smoke was unable to be determined because the source was unable to be identified. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported during inspection, smoke was noted to be emitted from the gap between the outer frame and the display. It was confirmed that the flex on the display board was inserted diagonally. No report of patient involvement, harm, or injury.